Event description:
During a patient's call regarding an unrelated low drain volume alarm, the patient mentioned he had an infection and was on antibiotics. On 07/16/2010 during a follow-up call, the patient's peritoneal dialysis nurse indicated the infection was peritonitis and on 07/21/2010 the following additional information was obtained: the patient has been on automated pd therapy with local (pd4) ambuflex since (B)(6) 2010. The patient was diagnosed with peritonitis on (B)(6) 2010, when he reported having cloudy effluent and abdominal discomfort. On the same date, the patient was started on ancef 2 grams and fortaz 1.5 grams intraperitoneal once daily. The patient was not hospitalized and there was no exit site or tunnel infection. The patient's pd effluent was taken for analysis on (B)(6) 2010. The nurse indicated that by (B)(6) 2010, the patient's symptoms had already resolved but the antibiotics were continued until the culture came back on (B)(6) 2010, showing a negative culture (no growth), on which date, the antibiotics were stopped. The nurse indicated that the cause of the suspected peritonitis was that the patient had his fan on during therapy and contaminated his transfer set. The transfer set was not replaced and the patient is still using the same transfer set. The nurse indicated that the patient has recovered. No additional information is available.

Manufacturer narrative:
(B)(4). The transfer set was not replaced and the patient is still using the same transfer set; therefore, it is not available for evaluation.